Manufacturer narrative:
Patient has experienced and continues to experience stomach pain and recurring hernias. Based on the information provided we are unable to determine to what extent, if any the bard device #3 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "has experienced and continues to experience stomach pain and recurring hernias". No medical records have been provided, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the bard device #3. Additional emdr were submitted to represent the bard device #1 and bard device #2. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent a bilateral inguinal hernia repair procedure to introduce two bard/davol 3dmax meshes to the patient's peritoneal cavity to reinforce tissue affected by the hernia. Two 3dmax mesh, a right 3dmax mesh (device #1), lot number huuf0673 and a "left right" 3dmax mesh (device #2), lot number huuf0523 were implanted into the patient. On (B)(6) 2011: the patient underwent a subsequent surgery to repair a recurrent inguinal hernia. As reported, it was during this surgery that a bard/davol large mesh perfix plug (device #3), lot number husb0988 was implanted into the patient. As reported, to this day, the bard/davol right and left 3dmax meshes and the perfix plug remain implanted in the patient. It is alleged, that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and these injuries were not present before the implantation of the mesh products. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh products.

Event description:
Addendum to the initial MDR to document additional information and medical records provided by the patients attorney. (B)(6) 2010: the patient was diagnosed with bilateral inguinal hernias and underwent laparoscopic bilateral inguinal hernia repair with implant of a bard/davol large left 3d max (device #2) and a large right 3dmax mesh (device #1). (B)(6) 2011: the patient was diagnosed with a left recurrent inguinal hernia and underwent repair with implant of a large bard/davol perfix plug (device #3). Per the operative report details, "there was much inflammation and scar tissue within the inguinal canal. This cyst structure was freed from the spermatic cord structures, it was opened. Its contents were drained. They appeared to be old hematoma. The sac was then traced in the proximal direction. It did not appear to have any communication with the peritoneal cavity. There did appear to be a small remnant of a residual hernia sac. These two structures were then separated. Once free, this hematoma and sac were passed off the field to pathology. A bard mesh perfix plug (device #3), size large was brought onto the field. The mesh (#3) was then placed in the floor of the inguinal canal for reinforcement. The mesh was secured to the pubic tubercle as lateral to the inguinal ligament." (B)(6) 2015: the patient with a history of diverticular disease developed a diverticular abscess which required a drain. The patient underwent a robotic assisted laparoscopic sigmoid colectomy. Note: there was no mention of any visualization or involvement of the bard/davol meshes (#1, #2 or #3) in the operative report details. As reported, to this day, the bard/davol right and left 3dmax meshes and the perfix plug remain implanted in the patient. It is alleged, that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and these injuries were not present before the implantation of the mesh products. As alleged, the patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh products.

Manufacturer narrative:
Addendum to the previous information based on receipt of medical records. The medical records provided do not include any patient outcome or intervention associated with the bard/davol perfix plug (device #3) hernia repair. The patient's attorney did not allege a specific device failure. Based on the information provided we are unable to determine to what extent, if any, the bard/davol perfix plug (device #3) may have caused and/or contributed to the events. Should additional information be provided a supplemental emdr will be submitted. This supplemental emdr represents the bard/davol perfix plug (device #3). Additional emdr were submitted to represent the bard/davol 3dmax (device #1) and bard/davol 3dmax (device #2).